Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer's keypad was unresponsive. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly and no damage noted on keypad traces. However, the connector on lcd board was locked. The insulin pump was received with scratched reservoir tube window and cracked reservoir tube lip.